Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01588. The pt received her scs system, including two percutaneous leads, on (B)(6) 2010. It was reported that the pt lost stimulation and was unable to turn stimulation up to perception. Diagnostic tests exhibited invalid impedance readings on multiple lead contacts. X-rays showed no anomalies. During reprogramming, the pt stated she felt overstimulation at 0.4 ma. The pt planned to discuss the next course of action with her physician. No further info is available at this time.